Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
"The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. Perform functional test: passed all relevant tests. The receiver log review: pass-no data within the issue window. Open and interior inspection: fail. The complaint is undetermined because of the reported allegation was not found during investigation. The reported event that the receiver ceased to function was undetermined. A root cause could not be determined.